Event description:
Caller reported that the cartridge was damaged at the fill rod. There was no adverse impact to the customer's blood glucose level. The caller was able to change the cartridge and successfully resume insulin therapy.